Manufacturer narrative:
Phone # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system does not turn on. There was reportedly no patient involvement.